Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited oversensing. The lead was capped and replaced successfully. The patient did not suffer any adverse events and has recovered fine.